Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented all-poly patella 32mm catalog #: 42540200032 lot #: 66651095, persona uncemented splined straight stem extension 12mm x +135mm catalog #: 42560113512 lot #: 64997628, persona femoral distal augment size 9, 9+ 10mm catalog #: 42556606610 lot #: 65263632, persona cemented fixed tibial component right size g catalog #: 42542007902 lot #: 65845204, persona uncemented straight splined stem extension 17mm x +135mm catalog #: 42560113517 lot #: 64963338, persona cemented posterior femoral augment size 9, 9+ 5mm catalog #: 42556806605 lot #: 65102611, persona distal femoral augment size 9, 9+, 10mm catalog #: 42556606610 lot #: 65015953, persona cemented standard femoral component right size 9 catalog #: 42504606602 lot #: 65844906. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address stiffness and loss of range of motion approximately seven (7) months post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.